Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid loss. The source of the fluid loss was the tubing near the reservoir. The previous ipp was explanted and replaced with a new one. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid loss. The source of the fluid loss was the tubing near the reservoir. The previous ipp was explanted and replaced with a new one. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient was unable to pump their device due to the fluid loss. The explanted ipp was not returned for investigation. The implant date, as well as the serial lot number of explanted ipp were also provided.

Manufacturer narrative:
Event: updated. Lot #: updated. Implant date recorded. Updated to reflect code 1142.